Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records (DHR) review was attempted. DHR not available as device is older than almost 20 years. At this time the manufacturing documents for instruments had to be stored for 10 years. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, the depth gauge for screws broke during surgery. No delay to surgery time was reported. Procedure was completed successfully. No broken fragments were generated. Patient outcome was reported as good. No other medical intervention was required. This report is for one (1) depth gauge. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: we have received one depth gauge f/screws ø 2.0 and 2.4mm (part 319.005 / lot 1002) for investigation. The visual inspection has shown that approximately 17 mm of the measuring hook is broken off. The broken off portion was not returned. Furthermore the hook shows deep impression, scratches and is slightly bent. Device history records are not available, as device is older than almost 20 years. The device dimensions were measured and the measuring result shows conformity. Based on the provided information we are not able to determine the exact cause of this complaint. It is likely that a combination between intense use, age and a mechanical overload during use did lead to breakage of the device. Per the product literature, end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. No indication for product related issue was found. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.